Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace insert was installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The recognition and engagement tests were performed a total of three times each and passed. The instrument moved intuitively with a full range of motion in all directions. The clamp arm opened and closed properly. A review of the logs shows no errors. The instrument was fully functional. No product issue or damage was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument did not work at the beginning of the case. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the submitted image was performed. The following additional information was provided: the instrument appears to be missing the head. No conclusive determination can be made based on this analysis.